Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was likely improper connection of the digital light source cable. After cleaning the scopes and securing the cables, the issue was resolved. The IFU contains the following statements regarding the cable connection: -"properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus representative from the technical assistance center advised the customer on troubleshooting the device. During troubleshooting, the customer cleaned the scopes and secured the cables in the back of the unit and the issue resolved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the customer was receiving a b30 "scope communication" error with an evis exera iii xenon light source. Per the customer, this error occurred with the 190 series scopes only. No error occurred with 180 series scopes. No patient involvement or impact to patient care was reported for this event.